Event description:
It was reported to physio-control that during training the service led on the customer's device turned on after a defibrillation shock was delivered. Upon evaluation of the device by physio-control, it was observed that the device could not deliver a defibrillation shock anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device would no longer provide defibrillation therapy. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer declined repair of the repair and requested the device to be returned to them without being repaired. Further evaluation could not be performed and therefore no cause of the reported issue could be determined. The customer will remove the device from service and discard it.